Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open, lower anterior resection, during firing, the device did not cut the tissue. It was stated that after firing, the knob was turned twice, but the stapler got stuck. The device was pulled out and mucosa was caught in the anvil.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic inspection displayed nicks on the knife blade. A representative pmv anvil was used for functional testing. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open lower anterior resection, after the surgeon fired the device and turned the black knob twice, the surgeon felt the device's shaft sticking. The handle was rotated in a half circle to check the anastomosis. The surgeon pushed the stapler handle slightly forward and was able to remove the device from the cavity. Two leak tests on the anastomosis was done and not leaks were found. There was no patient injury.